Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shut off because of running out of battery. She changed the battery and received a battery out limit. Customer stated the batteries were not out of the device greater than duration allowed and she did not receive a low battery alert prior to the off no power alarm. During troubleshooting, the customer changed the battery and received a failed battery test alarm. Blood glucose value was 68 mg/dl. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; the insulin pump did not alarm failed battery test. She was advised that a battery cap replacement would be sent and to monitor the insulin pump.